Event description:
Caller states staff reports being briefly unable to obtain a blood glucose result on the inform ii system while a child was in cardiac arrest. Caller reports the inform ii system "froze," and staff was unable to enter the last digit of the user ID. The inform ii meter was returned to the dock and staff reports it took several minutes before they were able to use the system again. Caller did not provide blood glucose results, lab values, or subsequent medical treatment administered. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).